Event description:
It was reported the implantable neurostimulator (ins) was ¿dead¿ due to patient non-compliance with recharging. It was noted the patient had memory issues and they never understood recharging. It was noted the ins was replaced with a primary cell device on the day of report.

Event description:
It was further reported no diagnostics were performed. It was noted the patient was doing well and they had great coverage.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3998, lot # v013837, implanted: (B)(6) 2007, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial # (B)(4), product type programmer, patient. (B)(4).by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.